Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices following an unrelated surgery [on (B)(6) 2019] prior to which the ipg was placed in surgery mode. After troubleshooting, the issue was resolved.